Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a ventricular tachycardia (vt) storm at a rate of 166 bpm and last approximately five minutes. The pt received ten shocks from the s-ICD system due to oversensing of the vt waves. The vt rate did not change. It was noted that after the fourth shock the rhythm converted to sinus, but then the pt went back into vt. After the tenth shock, the rhythm permanently converted. The sensing vectors were evaluated and no changes were made. Per physician order the programmed therapy rate was increased to 250 bpm, the pt was started on an amiodarone drip, and vt and premature ventricular contraction (pvc) ablations were being scheduled. No serious injuries were reported. The physician was made aware that oversensing could still occur. The system remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.